Manufacturer narrative:
The reference devices were returned to the olympus for eval. The eval found that the psd-30 had no abnormality but the cable of the foot switch (the accessory of psd-30) was broken. The facility used the psd-30 and the foot switch in seven years, also the cable of the foot switch had buckling. Olympus has concluded that the reported event was related to long-term use and excessive force to the cable. Olympus started handling of the foot switch in the instruction manual of psd-30. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the endoscopic sphincterotomy (est), the psd-30 was not output. The physician was said to have changed est device to new one, but the psd-30 was not output. The est procedure was said to have not been completed but the physician instead inserted ebd tube to the bile duct to complete the procedure. There was no pt harm reported.